Event description:
It was reported that the cast cutter is overheating during a case. The device does not sound right when running and the blue hood is stripped out. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the cast cutter is overheating during a case. The device does not sound right when running and the blue hood is stripped out. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event of overheating was not duplicated, upon disassembly an electrical manufacturing engineer, found that the brushes were not evenly worn and the brush springs were different lengths which can cause the motor to run intermittently or have intermittent lack of power, which can cause the cast cutter to overheat. Device was repaired and returned to the customer after passing the final inspection.